Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was 89 mg/dl at the time of incident. The customer¿s mom stated they were trying to rewind the insulin pump but the act button was not working. The customer¿s mom reported that they received motor error alarm in the past. The customer¿s mom was able to complete insulin pump rewind. The customer¿s mom reported that they performed displacement test and manual prime test and test was passed at that time. The customer¿s mom reported that the insulin pump was fine at that time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.